Event description:
(B)(4). I was implanted with a medical device called essure in (B)(6) 2010. This medical device implant is now manufactured by bayer, formally by conceptus inc. My lot number is 686079, my model number is ess305. This device has a 3 year shelf life, however I do not have that expiration date. The onset of my complain started on (B)(6) 2011. This is a list of my side effects and symptoms that I have experienced due to essure; - extreme pain with intercourse; - dizziness, - panic attacks, - mood swings, -hot flashes, -heavy periods. I have been seen by my current doctor, not the same who did the procedure. The device is still inside of me.